Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly the pump display was scratched. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Scratches were observed on the lens protection film. The pump powered up with the appropriate audible and vibratory functions. Unrelated to the scratched display issue, a crack was found in the battery compartment extending between the battery cap and the base seal. The bolus button responded intermittently and contamination was found under the button contact. The verify screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.